Event description:
It was reported that due to an unspecific cause, surgical intervention was taken place on (B)(6) 2023 to replace the patient's ipg.

Manufacturer narrative:
Further information requested, not yet received.

Manufacturer narrative:
Correction: the device meets or exceeds 75% expected longevity. There is no device malfunction. Therefore, the device is no longer considered to be reportable.

Event description:
Additional information indicates that the reason for ipg replacement was due to ipg end of life. The device meets or exceeds 75% expected longevity. There is no device malfunction. Therefore, the record should not be reportable.